Manufacturer narrative:
Age at time of event: 18 years or older. Died of underlying cause was chf. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Died of underlying cause was chf.

Event description:
Same case as 2134265-2016-01836, 2134265-2016-01519, 2134265-2016-01520, 2134265-2016-01521, 2134265-2016-01577 and 2134265-2016-01834. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with two unknown imaging catheter and three sleds to view the lesion. During the procedure, while recording, the unit locks and freezes during an auto pullback and became slow. Pullback error was detected. Another ilab ultrasound imaging system was used in replacement to the first, but the issue was not resolved. The issue is repeated when bookmark is selected. The procedure was completed with another ilab system. No patient involvement reported.